Manufacturer narrative:
(B)(4). The customer report of an unravelled guide wire due to needle resistance was confirmed through complaint investigation of the returned sample. The customer returned one arterial catheterization device for evaluation. Large amounts of biomaterial were observed within the cannula and needle hub. The catheter hub was located over the needle bevel. The guide wire was deployed through the needle bevel and was severely unravelled. The unravelled coils that exited the bevel appeared to exit the hub end of the catheter, but then passed through the entire catheter body. This indicates that the customer deployed the catheter off the needle cannula, observed the unravelling/damage to the guide wire, then partially reinserted the catheter back over the needle bevel. The guide wire was lodged within the needle cannula due to biomaterial buildup. The guide wire could not be removed. Visual and microscopic inspection of the returned device revealed the guide wire was unravelled adjacent to the distal weld and contained one major kink. The weld was observed to be full and spherical at the end of the coil wire. The separated core wire was observed to be tapered at the point of separat ion. The outer diameter of the guide wire measured 0.438mm via calibrated micrometer which was within the specification limits of 0.432mm - 0.457mm the guide wire product drawing. Dimensional analysis of the needle could not be accurately performed as the guide wire could not be removed. Functional inspection could not be performed as the guide wire could not be dislodged from the needle cannula. The instructions for use (IFU) provided with this kit warns the user, "warning: to reduce the risk of guidewire damage, do not retract guidewire against edge of needle while in vessel. Precaution: if resistance is encountered during guidewire advancement do not force feed, withdraw entire unit, and attempt new puncture." A device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.0 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that: catheter malfunctioned. Wire uncoiled after deployment. It was difficult to deploy wire. Tried to remove needle and wire. Needle would not withdraw from catheter. They managed to removed the entire wire. Another cathetr was inserted in the other arm. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: catheter malfunctioned. Wire uncoiled after deployment. It was difficult to deploy wire. Tried to remove needle and wire. Needle would not withdraw from catheter. They managed to removed the entire wire. Another cathetr was inserted in the other arm. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.